Event description:
It was reported the tsb35 was used during a laparoscopic appendectomy. It was reported the cartridge reload fell into the pt's abdomen. The reload was retrieved and then placed in the device. The device would fire. Another tsb35 was opened to complete the case. There was no consequence to the pt.